Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device delayed in charging energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation; the malfunction was observed during review of the device's history log. The device was found to perform to specification with no discrepancies found. The device was evaluated with the returned surepower ii battery and the malfunction was observed. Inspection of the returned associated battery found that it was below the low voltage threshold. After recharging the battery the slow charge incident was no longer observed. The device was recertified and returned to the customer. No trend is associated with reports of this type.